Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted with the reset, and confirmed that the malfunction code did not recur. The customer was informed that they could continue to use the pump and advised to call back if any further issues arose.